Manufacturer narrative:
The catheter was retuned in two pieces. The catheter was broken at the taper between the two different diameter catheters. The distal part of the catheter was 10 cm long with one end that was half jagged and half smooth. The prox portion of the catheter was 4 cm long with one jagged end and one end that was half smooth and half jagged. Both segments were returned with red/brown proteinaceous residue on the outside. The break did not occur at the bond between the two diameters. There was some debris inside the prox catheter. The cross section of the break shows half the area is smooth and half the area is jagged. This indicates that the catheter was partially cut by a sharp object, and then torn completely through. A review of mfg records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the catheter was leaking 10 cm distal to the valve 2 years after implantation.